Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. Does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the reported issue or were there other contributing patient factors? She does not believe there was a deficiency in the cdh29p. She only noted the leak as something that happened in that case. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? None that I am aware of. What healthcare professional fired the device and what is his/her experience with the device? The device was fired by a pa who had previous experience firing the device, I am not sure what level of experience he had. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unsure. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? None noted at the time of surgery. What confirmation was received that the device completed the firing sequence? Sound of washer cracking & green check. Was the green checkmark visible at the end of the firing? Yes. How many counterclockwise revolutions of the adjusting knob were used to open the device? Pa stated he made two complete revolutions before removing the device was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes both were whole one had a thin side but was complete were there any issues noted with staple formation? No. Was a leak test performed? If so, what type and what was the result? Yes, an air leak test and visual. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? Physician stated leak was noted at roughly two week follow up. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Physician noted she could not identify the exact leak point but figured it came from the circular staple line or the linear staple line that was done with the robot. How was the leak addressed? Unknown. What is the current status of the patient? Unknown.

Event description:
It was reported that the doctor notified me that she observed a post operative leak in a patient from (B)(6) 2022 sigmoid resection. She was unsure of where the leak was coming from and could not be certain it was stapler related. Procedure: sigmoid resection.